Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus europa k.g (oekg). Oekg sent the subject device to a third party laboratory for microbiological testing. The test result was positive for micrococcus sp. In the elevator channel however the amount of 1 cfu was less than the criteria of french guideline, 5cfu. The manufacturing record of the subject device was reviewed with no irregularity relating to the phenomenon. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was tested positive for unspecified bacteria during a routine microbiological test by the user facility. There was no patient infection reported.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".